Event description:
It was reported that the ilet pump¿s screen bezel appeared to separate into two pieces upon waking, though the device continued to function and no alarms or alerts were reported. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included remote troubleshooting and user education, including instructions on shutting down the device, data handling expectations for a replacement, and continuation of cgm use via dexcom app or receiver. Investigation of this case revealed a hardware issue consistent with screen bezel separation of the display assembly, with continued device operation and no performance alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure related to the screen bezel.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.